Event description:
Medtronic legal received information regarding missing or broken retainer ring from the attorney of the family. The information was received on nov 19, 2021 stated missing or broken retainer ring caused the customer to suffer personal injuries. Customer stated that they were dispatched to emergency medical services and were hospitalized due low blood glucose level. Customer stated that the retainer broken and reservoir would not stay in place. Customer reported symptoms like mental stress, anxiety, worry, humiliation, fear, concern. The customer was treated with glucagon for low blood glucose. It was unknown whether customer was using auto mode feature or not at the time of event. Customer stated that the insulin pump was over delivering insulin. The insulin pump will not be returned for analysis.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.